Event description:
The iab was inserted into the patient on 02/12/97 at 8:09 p.m. And removed on 02/13/97 at 6:45 p.m. The iab did not malfunction. As a result of the event, the patient had a transfusion. (Event complications: the patient had a transfusion - reported) 09/11/97. (Pt's current status: discharged-rpt'd 09/11/97.)